Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece did not function. The product was replaced with the same product to complete the surgery and its time was extended approximately 10 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.